Event description:
Report received from the USA stating that the ¿hose ruptured.¿ the device was being used in an operation. No patient or user injury was reported. There was no add¿l info provided.

Manufacturer narrative:
The device was received by anspach. The device was evaluated and the complaint of ¿hose ruptured was confirmed. The hose had a rupture 1.5 to 2 inches from the motor. The most likely cause of the rupture was occlusion of the hose above the pressure relief valve and before the motor. Multiple occlusion marks were observed in this area of the hose. If add¿l info is received, a supplemental report will be sent. Ref: (B)(4).